Manufacturer narrative:
The iab was returned cut in two parts with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The extender tubing and dilator was also returned. A kink was found on the catheter tubing approximately 45.5cm from iab tip. Additionally, a kink was observed approximately 0.3cm from y-fitting. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and a leak was observed on the catheter tubing at the kinked location of 0.3cm. The penetration found in the catheter tubing appears to have been caused by a kink flexing back and forth that eventually penetrated the tubing causing the reported problems. The insertion was reported to be axillary, which is not the method described in the device instructions for use. This may have contributed to the iab failure. The evaluation confirmed the reported problems. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint ID: (B)(4).

Event description:
It was reported by customer that during axillary insertion linear 40cc intra-aortic balloon (iab) catheter that was removed from a patient after the pump alarmed with autofill failure and leak in iab circuit multiple times. They replaced the iab at the time and resolved the issue with no further alarms and no report of injury or harm to the patient.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided, we will send a supplemental report with our additional findings. Record ID - (B)(4).